Event description:
It was reported that the user performed a self-guided factory reset on the ilet and initiated the fill tubing process while still connected via the infusion set, delivering approximately 3.4 units before recognizing the issue, with the cartridge only half filled and the piston fully rewound prior to filling. The user then disconnected and completed priming until drops were observed, and troubleshooting education on proper disconnection during fill tubing was provided. No reported symptoms despite concern for under- or over-delivery risk with potential impact on blood glucose. Outcomes included no alerts or alarms, no hospitalization, and a plan for self-monitoring of blood glucose and corrective action if needed. Investigation included customer interview, product use review, and troubleshooting education. Investigation of this case revealed user error related to priming while connected, with no device malfunction identified and no component failure noted. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup and priming.